Event description:
It was reported that the device was returned to the manufacturer after being removed for normal depletion. The device subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. There were two distinct causes of high current drain failures identified in this device, both of which contributed to early battery depletion in the field. The first failure mode was a static high current drain failure caused by excessive current leakage in the battery filter capacitors. This failure mode had a minor effect on the premature battery depletion in comparison to the second high current drain failure, a high current drain condition occurring only on an output pulse with a pacing load. This failure mode cleared during the de-capsulation of the l355 (u4) pacing ic for further analysis. This analysis was stopped with the pacing related high current event cleared during analysis and high current leakage in the battery filter capacitor circuit (c41, c42, c85, and c86) identified as contributing to the battery depletion.